Event description:
It was reported that the ventilator failed the pressure transducer test and causing leakage during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the unit failed the pressure transducer test. The ventilator was investigated by our field service engineer on-site and the o2 cell was found defective and replaced, which resolved the issue. No part will be returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).